Event description:
After an implantation period of approx. 76 months, it was reported that the device shows the eos status. The replacement of the device is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
After an implantation period of approx. 76 months, it was reported that the device shows the eos status. The replacement of the device is planned. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as on the available data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance tests proved the ICD functions to be as specified. The available home monitoring data have been analyzed. The analysis revealed that the eri battery status was transmitted via home monitoring on (B)(6) 2021. On (B)(6) 2022 eos was detected. Based on the data, the battery status was not as expected, and a defective component cannot be excluded. It was reported that the ICD was explanted on (B)(6) 2022. However, at this point the ICD is not available for analysis, therefore no conclusion can be drawn regarding the root cause of the battery depletion. Should the ICD become available for analysis, this report will be updated.